Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt programmer indicated that the device was off. Her symptoms returned about 1 month ago. It was noted that the pt had a urinary infection, but it was cleared with antibiotics. Further info is being requested from the hcp.